Event description:
It was reported that the charging cable would not remain seated in the device port and repeatedly fell out despite reinsertion, and a replacement charger was provided. Symptoms included no adverse health effects and no blood glucose impact. Outcomes included no alarms and no medical interventions. Investigation included agent-led troubleshooting and user education. Investigation of this case revealed a loose or unstable connection at the charger-to-device interface consistent with a charging accessory or connector fit issue. It was concluded, based on previously established findings for similar reports, that the cause was mechanical connection instability of the charging accessory.